Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis and two gore® excluder® aaa endoprostheses. On (B)(6) 2019, a type I distal endoleak from the right limb component was discovered on follow up computed tomography. On the same day, a reintervention occurred whereby the right iliac component (plc201400/20353603) was extended with two gore® excluder® aaa endoprosthesis contralateral leg components. The endoleak was resolved. No aneurysm enlargement was identified. The cause of the endoleak was attributed by a highly angulated iliac artery.